Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump alarmed a compromised force sensor system alarm and that insulin was squirting out during manual prime. The customer's blood glucose reading was 154 mg/dl. The customer also received a no delivery alarm. The customer stated the alarm was resolved by a complete set change. The customer stated that the cannula was bent. The insulin pump was not replaced or returned.